Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient was using a tandem t:slim x2 pump at the time of the event. On 05/25/2026, the patient was out walking when she suddenly began feeling unwell. The patient developed symptoms rapidly. This included nausea, weakness severe enough to make it difficult to continue walking, and sweating, which prompt her to sit down. At that time, the cgm displayed a glucose reading of approximately 135 mg/dl. Due to the sudden onset and severity of symptoms, the patient¿s girlfriend called 911. Upon emergency medical services (ems) arrival, a fingerstick blood glucose (fsbg) measurement was obtained and was 194 mg/dl. The patient could not recall the corresponding cgm reading at that time. No treatment was administered by ems. The patient was transported to the emergency room (ER), where glucose testing was repeated and showed a blood glucose level of approximately 190 mg/dl. The patient was unable to recall the cgm reading obtained in the ER. Treatment in the ER included intravenous (IV) fluids and zofran administered both orally and intravenously for nausea. The patient remained in the ER for approximately 2.5 hours. At discharge, the patient reported feeling significantly improved compared to symptom onset. Her blood glucose level at that time was reported to be approximately 200 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.